Manufacturer narrative:
The involved device was tested by a spacelabs regional customer support and the equipment performed to specifications. The available evidence indicates that the patient occluded the hose in his sleep which prevented deflation. Spacelabs regional customer support has advised the customer appropriately. Ops manual (B)(6) 070-2340-00 rev c, pg. 1-15 has a specific warning to avoid compression or restriction of the hose. There was no spacelabs product malfunction. This report is final and the issue is closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00109, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and section g(9) and mistakenly identified the manufacturer in section d(3) by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report on april 29, 2015, that a home study patient in (B)(6) experienced injury from wearing the spacelabs ambulatory blood pressure monitor, which is manufactured in the united states. While the patient was taking an afternoon nap, the monitor inflated the blood pressure cuff, and the cuff stayed inflated for an unknown amount of time causing the patient¿s arm to become swollen. The patient was taken to the local emergency room where cream, and cold towels were applied to his swollen arm. No other treatment was required, and there was no reported prolonged injury.